Event description:
The patient reported that for the last 3 days her insulin infusion headsets are not properly adhering. She stated she just opened a new box and one was only sticking at the 'upper tip,' one fell off completely, and one came unstuck last night. She stated this is the second box of infusion sets she had received, but she has not had this problem before. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.